Event description:
Reportedly, an 18 gauge needle was sticking out of the side in the lower part off the sharps container and stuck one of the nurses in the stomach. The sharps container was not full and the hosp has no additional info at this time.